Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the cartridge passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
The reporter, the patient's father, reported that on (B)(6) 2011 at 7:45 pm the patient's blood glucose level was 507 mg/dl. At that time, the patient's father noted moisture and a smell of insulin in the pump cartridge compartment, and he found the cartridge cap was loose. The reporter was uncertain if he tightened the cap while the patient was still attached to the pump, which may have led to an inadvertent infusion. The patient was given a bolus dose of insulin to correct the 507 mg/dl blood glucose level. At 8:45 pm the patient's blood glucose reading was 400 mg/dl. At 9:30 pm the patient experienced the symptom of shaking, and her blood glucose level was 31 mg/dl. At 9:45 pm the father gave the patient a glucagon injection and frosting to eat, and contacted emergency services. When paramedics arrived, they treated the patient with a second glucagon injection and transported her to the hospital. The patient was admitted and treated with intravenous fluids. Troubleshooting revealed the basal/bolus doses delivered matched those programmed, the pump date/time were correct, and all pump settings were correct. The insulin cartridge was found to be leaking. The patient suffered symptoms suggesting severe hypoglycemia after taking a bolus dose of insulin based on an elevated meter reading, and received emergency medical attention and treatment with glucagon. Therefore this complaint is being reported.